Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the power cord of an exactamix 2400 main module was torn. This was observed during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.